Event description:
It was reported that far r-wave oversensing resulting in inappropriate mode switching and asynchronous pacing was observed on the device. The patient experienced discomfort due to the event. Abbott technical support recommended reprogramming to resolve the event, however, no intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.